Event description:
It was reported that the customer was hospitalized with a high blood glucose of 520 mg/dl. The mother stated that the customer was not feeling well prior to the event. His heart was beating fast, and was urinating frequently. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The mother was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.